Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted tissue cavity. A staple line could be seen in the tissue cavity. In two of the images the listed reload was visible inside the tissue cavity. Staple pushers were up distally. The distal cartridge suture was released. The distal anvil suture was intact. Tissue from the staple line was stuck to the anvil. In the images depicting the reload and the jaws of the reload were open. Staple pushers were up distally. The distal cartridge suture was released. The distal anvil suture was intact. It was reported that the device tissue hang up and the trs material did not release. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after firing until the distal of the reinforced reload with a powered stapler, the blade did not cut the suture, and the reinforcement sheet could not be separated. It caused tissue damage, and the surgeon had to suture the tissue as staple line reinforcement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lap sleeve gastrectomy, after firing the powered stapler until the distal end of the reinforced reload, the blade failed to cut the suture, and the reinforcement sheet could not be separated. It caused tissue damage, and the surgeon had to suture the tissue as staple line reinforcement.